Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ 9050 system false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter, translated from japanese to english: "many false positives. What confirmatory testing was performed that determined the results were erroneous? >> a sub-culture and/or gram stain might be performed. Were any erroneous results reported to the doctors? >> no".

Event description:
It was reported that while using bd bactec¿ 9050 system false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter, translated from japanese to english: "many false positives what confirmatory testing was performed that determined the results were erroneous? A sub-culture and/or gram stain might be performed. Were any erroneous results reported to the doctors? No".

Manufacturer narrative:
H.6 investigation summary: a failure was reported on a bd bactec 9050 (p/n 445800, (B)(6) ). Customer reported false positive issues on their instrument. Bd remote assistance contacted the customer for more information. The customer informed remote service that the window near the device was open causing the facility temperature to become unstable. The customer was informed to keep the temperature constant with the air conditioning and not to open the windows. The root cause was facility temperature issues. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to result issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.